Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that upon review of the all infusion details report, the volume to be infused (vtbi) amount was significantly lower than the amount in the actual syringe. The order was for caffeine citrate 20.8mg/1.04 ml, dose 10 mg/kg, weight 2.08 kg, rate 2.08 ml/h over 30 minutes. Per all infusion details report, the following information was recorded: drug amount 20.8 mg, diluent volume 1.04 ml, dose 10 mg/kg, weight 2.08 kg, rate 2.08 ml/h, vtbi 0.32 ml (which is lower than the diluent volume of 1.04ml). The infusion started at 10:57 am and stopped at 11:10 am. Infusion continued with vtbi 1 ml from 11:10 am until 11:39 am (per nurses, they used restore function to flush the medication). Epic infusion verify: 0.86 ml infused. It shows that the new bag started at 10:57 am and pump disassociated at 11:27 pm. O 0.3 ml infused at 10:57-11:06 am, o 0.48 ml infused at 11:10-11:24 am, o 0.08 ml infused at 11:24-11:27 am, there was patient involvement and no harm. Bd has learned additional information. It was reported by bd interoperability consultant that additional information has been obtained from the customer. Per assessment by bd interoperability consultant, it is believed that the issue was most likely related to the user selecting the incorrect brand syringe during the loading process. Per the customer they would typically use a "bd brand 3ml syringe" (ref (B)(4) ) and per preliminary analysis of the event logs submitted, a "monoject 3ml" was selected when programming the infusion.

Event description:
It was reported that upon review of the all infusion details report, the volume to be infused (vtbi) amount was significantly lower than the amount in the actual syringe. The order was for caffeine citrate 20.8mg/1.04 ml, dose 10 mg/kg, weight 2.08 kg, rate 2.08 ml/h over 30 minutes. Per all infusion details report, the following information was recorded: drug amount 20.8 mg, diluent volume 1.04 ml, dose 10 mg/kg, weight 2.08 kg, rate 2.08 ml/h, vtbi 0.32 ml (which is lower than the diluent volume of 1.04ml). The infusion started at 10:57 am and stopped at 11:10 am. Infusion continued with vtbi 1 ml from 11:10 am until 11:39 am (per nurses, they used restore function to flush the medication). Epic infusion verify: 0.86 ml infused. It shows that the new bag started at 10:57 am and pump disassociated at 11:27 pm. O 0.3 ml infused at 10:57-11:06 am o 0.48 ml infused at 11:10-11:24 am o 0.08 ml infused at 11:24-11:27 am there was patient involvement and no harm. Bd has learned additional information. It was reported by bd interoperability consultant that additional information has been obtained from the customer. Per assessment by bd interoperability consultant, it is believed that the issue was most likely related to the user selecting the incorrect brand syringe during the loading process. Per the customer they would typically use a "bd brand 3ml syringe" (ref (B)(4)) and per preliminary analysis of the event logs submitted, a "monoject 3ml" was selected when programming the infusion.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.